Event description:
It was reported that the ilet pump displayed recurring occlusion alerts and a restart alert 38 indicating consecutive motor stalls, after which the device would not allow the user to proceed with fill tubing or other actions, leading to replacement of the pump and return of the original device. Symptoms included interruption of insulin delivery due to the device¿s stalled motor and occlusion alerts. Outcomes included replacement of the device and guidance to use a backup diabetes management plan until the replacement arrived. Investigation included review of device logs and return logistics for the original device. Investigation of this case revealed a malfunction consistent with a stalled motor and obstruction in the insulin delivery path within the pump assembly, aligning with motor stall alerts and inability to proceed with priming. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a stalled motor mechanism and related occlusion within the delivery system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.